Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 1627487-2021-02051. It was reported that high impedances were measured at the patient's lead, and therapy was auto-reducing. The patient said that therapy has never been effective in all target areas. As a result, surgery occurred to explant and replace the lead, which resolved the issue. It is not known which of the implanted leads was involved, so both applicable leads are being reported.